Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose value of 249 mg/dl after changing supplies earlier in the day, and troubleshooting and education were completed with no device alerts or alarms reported. Symptoms included elevated blood glucose and associated frustration. Outcomes included no reported injury, no hospitalization, and no change in therapy beyond troubleshooting and education. Investigation included user counseling and review of use conditions related to supply change and glycemic control. Investigation of this case revealed no device malfunction identified and no specific component issue, with the event characterized as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.